Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector and observed that the pins were very worn and dirty and most of the contact tabs on the inside of the connector were missing which caused the intermittent connection.

Event description:
The customer contacted physio-control to report that while they were using this device to pace a patient, the device stopped recognizing the defibrillation electrodes. Whenever the therapy cable was moved, the device was losing the connection. As a result, defibrillation therapy may not be available, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control reviewed the device's electronic records from the event and observed that the records included the patient's age. The patient involved in the event was (B)(6). Section has been updated to include the patient's age.

Event description:
The customer contacted physio-control to report that while they were using this device to pace a patient, the device stopped recognizing the defibrillation electrodes. Whenever the therapy cable was moved, the device was losing the connection. As a result, defibrillation therapy may not be available, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.